Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of "low" on glucose monitor; due to incorrect settings. Reportedly, customer was treated intravenously with fluids of saline at the ER. Customer was released the same day with issue resolved. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.